Event description:
This is a report of suspected cardiogenic shock in a male who underwent a thoracotomy with right lobectomy in 2006. Anesthesia for the procedure included a thoracic epidural infusing 0.125% bupivacaine. Flow rate for the epidural is unknown. Following the procedure, two soaker catheters were placed, one extrapleural in a paravertebral position the other in the pericoastal suture line. Because of a hematoma being noted along the tunneling tract for the first catheter, the catheters were aspirated returning a serosanguinous like fluid without frank blood. A 2-3 cc bolus of 0.5% bupivacaine was then injected in each. They were then attached to an on-qpainbuster, model pm028, filled with 500cc to deliver 4 cc/hour 0.5% bupivacaine. Patient was awakened and transferred to the ICU with both the epidural and the on-q in place. According to the attending surgeon in the case, twenty-for hours postoperative the patient developed a fast heartbeat and low blood pressure and subsequently became obtunded. He was intubated and medicated for the low blood pressure. On-q was discontinued at this point. The patient fully recovered without sequelae from this event. One week later, the patient was readmitted to the hospital with deep vein thrombosis and is currently recovering from this secondary unrelated event. He is expected to fully recover without long term defects.